Manufacturer narrative:
An investigation into the root cause of the event was performed by medtronic r and d engineering. This investigation entailed an inspection of the algorithm design as implemented in the simulink and state flow design tool. The inspection revealed a design flaw that completely explained the insulin pump behavior in this scenario. The observed behavior was also reproduced on another insulin pump running the same software version. The specific design flaw is an up to 5 minute delay between the time of insulin delivery and when the internal insulin on board iob estimate is updated. This may result in a correction bolus that is commanded within 5 minutes of a previous bolus to not fully account for the insulin delivered by the previous bolus. The design flaw has been recorded in the medtronic software change request system as embedded software form 589697 and will be fixed in subsequent software releases.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that multiple correction boluses were given by the subject in response to high blood glucose readings during a study. It was noted that two extra correction boluses were delivered without taking into account the insulin on board. Through investigation it was noted that there may be a timing mismatch between a bolus insulin delivery and when the insulin is accounted for. Noted also stated that the FDA has been notified of this event via teleconference on (B)(6). No further information reported.